Manufacturer narrative:
(B)(4). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2022-00279.

Event description:
It was reported that the patient underwent a left knee revision approximately 4 years post implantation due to pain, limping, difficulty with activities of daily living, and loosening. During the revision, a significant amount of cancellous bone loss to tibia and femur condyles from aseptic loosening was noted. All components were removed with exchange of tibia, femur, and articulating surface without complications using computer navigation. The patella was not resurfaced.

Event description:
No additional information.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected: b4, b5, g3, h2, h3, h6: proposed component code - mechanical (g04) - femur. The reported event was able to be confirmed by review of the provided medical records. Primary op notes state no intra-operative complications. Revision op notes state that the femoral and tibial components were easily removed without any bone loss. There was a significant amount of cancellous bone loss to the tibial and femoral condyles from aseptic loosening. A review of the device history records identified no related deviations or anomalies during manufacturing. A root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.